Event description:
The customer reported the nozzle was clogged and there were issues with the flow of air/water from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was found in the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, the nozzle was clogged and foreign material was found. The foreign material was cholesterol. A review of the device history record found no deviations that could have caused or contributed to foreign material in the nozzle. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no air/water flow due to the foreign material in the nozzle. The foreign material likely remained because the scope was insufficiently reprocessed due to a deviation of reprocessing from the instruction manual. Additional information obtained from the customer regarding reprocessing steps found it was unclear whether wiping/brushing of the air/water nozzle was performed with lint-free cloths, brushes, or sponges. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, angulation in the up direction was out of specification and the play in the up/down angulation knob was out of standard due to wear of the angle wire,the adhesive on the bending section cover was scratched and cracked, the adhesive around the objective lens was peeled, and there were scratches on multiple parts of the device due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.